Event description:
It was reported that the surgeon observed blood residues were coming out of the sleeves, while screwing into the targeting device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents. The item was documented as having met specifications prior to distribution. An investigation of the product was not possible because it was not returned; furthermore no information such as images was available to confirm the reported event. Therefore the root cause could not be determined. According to the event description decontaminated products were used in a surgery. According to the IFU and the cleaning instructions every non-sterile re-usable instrument must be successfully cleaned and sterilized before every case. The cleaning instructions includes information how cannulated instruments must be cleaned in detail. Based on the given information a manufacturing related issue could be excluded. No non-conformity identified. Device not returned for evaluation.

Event description:
It was reported that the surgeon observed blood residues were coming out of the sleeves, while screwing into the targeting device.